Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and on 21-sept-2016 found the problem to be the asm pc board failure. Replaced the asm pcb, tested with no errors. Ran calibration & qc (quality control) with no errors. The most probable cause of the reported event was an asm pcb failure.

Event description:
On (B)(6) 2016, the customer reported broken sample needles with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.